Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-oct-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient was having cerebrospinal fluid leakage on (B)(6) 2019. A blood patch was performed. The caller stated that they were told the pump was "cut off and would be for 24 hours." The patient was in severe pain and the pump was "still not working" at the time of the call on (B)(6) 2019. The caller was redirected to follow up with the patient's managing doctor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(6) 2019. It was reported that the patient's pump was not "cut off" or "not working." The patient thought that since he was experiencing normal post-operative pain as a result of his catheter revision (see manufacturer's report number 3004209178-2019-02843 for the report of catheter revision) that the pump was not working. There were no issues with the pump. The patient's weight was unknown. No further complications were reported.